Event description:
The patient presented to the emergency room due to a heart attack. The patient subsequently expired due to the heart attack. The emergency room doctor noted that the "pacemaker was not firing".

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun